Event description:
A report was received that the patient was experiencing inadequate stimulation. The bsn sales representative attempted reprogramming but was unsuccessful due to high impedances. The physician recommended explanting the competitors leads and bsn m1 connector and replace them with a paddle lead. The patient will not be having the procedure at this time due to unrelated medical issues.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed."